Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the customer contacted olympus technical assistance support (tac) via phone and advising customer to clean gold contacts with prep pad and next step would be to send for repair. The customer informed tac of the event and was not confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Event description:
It was reported that the colonovideoscope displayed a b30 scope communication error message. The issue was found during a diagnostic gastroscopy procedure when the device was inside the patient. The procedure was completed using the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.